Manufacturer narrative:
(B)(4). The sample was discarded due to contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review was performed on the reported lot with no deviations found. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance (cps) a vented nitroglycerin solution set in which a leak was observed between the bonded junction of the drip chamber and the tubing. This event occurred on an unknown date and an unknown time. There were no reports of patient involvement; therefore, there were no reports of patient injury or adverse events associated with this report.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.